Event description:
Pt's mother reported the meter with the infusion device has been programmed to deliver 3 boluses of insulin which no one claims they have done. Mother stated the boluses occurred on the following dates: (B)(6) 2012- 14.43 - 2.2 units, (B)(6) 2012, 14.47 - 6.9 units, (B)(6) 2012 - 15.00 - 6.9 units. Mother reported the pt is unable to deliver these boluses himself and has to have a caregiver at all times. Mother stated that anyone that was around the pt during these times claim they have not programmed the boluses. Mother reported the boluses are all showing as being delivered via the meter and not per the infusion device. Mother stated she feels the infusion device is working correctly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged meter for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
One meter was received for evaluation. The returned meter was tested using retention pump, strips, controls, and batteries. The meter and pump paired correctly, and the meter does produce a bolus reaction with the retention pump and the correct boluses are delivered to the pump. The buttons are missing the protective rubber casing. The meter was sent for root cause failure analysis. Root cause failure analysis indicated that a defect with the inking application on the button assembly during the meter manufacturing processes caused the graphics to appear faded. This issue has been investigated. The risk associated with this failure has been assessed per local procedures and it was determined that no further action towards a CAPA was required. The customer's allegation of bluetooth communication problems was not observed during the investigation of the returned product. This case is set to not verified based on the investigation of the customer's allegation.